Event description:
Test kit reagent positive control is nonreactive. Multiple kits have been opened and tested. Four discrete incidents are documented during a two-week period. MFR's instructions have been followed. MFR has been consulted twice for technical assistance.